Manufacturer narrative:
Image analysis summary: three still images were received for analysis. Images depict the distal section of a resolute integrity device. Deformation is evident to the mid-stent with struts raised. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was intended to use one resolute integrity coronary drug eluting stent when stent deformation occurred during handling when introducing the device into the copilot valve to begin advancing the device through the catheter. It was at that moment that damage to the structure was noted. The device was only introduced into the copilot valve and the catheter and the copilot valve and the catheter were in the patient when the device was introduced. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. No difficulty was experienced when removing it from the sheath. The sheath was removed as indicated and as is frequently done. The device was inspected prior to use with issues noted. Negative prep was not performed. The procedure was completed using another device of the same size. No patient complications were reported as a result of this event.